Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, in the first level of investigation the output voltage at air was within the expected range but on the lower side of the range and a linearity error was recorded that was out of range. These results could not be verified within the lab testing. Although the output voltage was lower and at the edge of the range, the linearity error was within expectations. Therefore the results were inconclusive. The most likely cause for the observed failure was the 'lower voltage' issue. This issue had also been encountered in new units that will be shipped and delivered only if their output voltage is further away from the lower specification limit. Further investigations of further/other causes could not be conducted as the unit had been dismantled for the investigation. No gas bubbles were found on the sensor during dismantling. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) installed the oxygen (o2) sensor into a lab use only (luo) electronic patient gas system (epgs) and an 'o2 analyzer calibration failed' message was displayed on the central control monitor (ccm). During two additional failed calibrations the o2 sensor output was 41.9 millivolts (mv) and 41.7 mv which was much lower than the luo o2 sensor output of 47.2 mv. It was determined that the o2 sensor output was too low during calibration.

Event description:
The service repair technician (srt) reported that upon receipt of the device, the oxygen (o2) sensor failed o2 analyzer calibration. There was no patient involvement.